Event description:
It was reported that (1) hp052 was used during a laparoscopic assisted vaginal hysterectomy procedure. It was reported by the rep that the luke handpiece is defective. There was no consequence to the pt.